Event description:
I have a in home inr monitor that I can not get strips for. The monitor is from tapestry medicaly. I have called and e-mailed, asking what I need to do to get strips. This has been ongoing now for about 4 months. They are unavailable when I try to call and then I leave a voice mail and no one calls for weeks or days and then I am unavailable and I do the same thing again and again. I have a home monitor for a reason. The reason is I am on coumadin and need frequent monitoring. I can choose not to monitor or spend time, money, not to mention the inconvenience of getting an inr from a hospital. I live approximately 20 miles to the nearest medical facility. So, most of the time I have had no monitoring because I cannot get strips!!! I have blue advantage and I have furnished tapestry this info also via voice mail. When I go for routine checks they check my inr and that is it. I paid out of pocket for this useless monitor. I paid for strips for another monitor that were recalled and were not replaced when they went to this new monitor. Can you please help.